Manufacturer narrative:
The insulin pump received with no button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button and connector was unlocked on lcd board noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that act button was not working and was unresponsive. Customer's blood glucose value was 105mg/dl. Troubleshooting was performed. Customer stated that insulin pump was not dropped, bumped or exposed to moisture. Time clock advanced. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.